Manufacturer narrative:
The patient's demographics such as age, date of birth, sex and weight were not supplied. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. (B)(4). All mdrs associated with this report are; 2122870-2015-00841, 2122870-2015-00842. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible toxoplasma gondii igg (access toxo igg) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access toxo igg result recovered reactive on (B)(6) 2015. The customer reanalyzed the patient's sample three (3) additional times on the same unicel dxi 800 access immunoassay system and obtained one (1) reactive result and one (1) equivocal result on (B)(6) 2015 and one (1) non-reactive result on (B)(6) 2015. This MDR addresses the results obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4) ) on (B)(6) 2015. MDR 2122870-2015-00841 addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2015. Calibration, qc (quality control) and system check were all performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 2,000g (g-force) for fifteen (15) minutes at 20 degrees celsius. No issues with sample integrity were reported by the customer.